Event description:
It was initially reported by the physician that their handheld would no longer hold a charge. The physician could plug the handheld into the wall and get it to work, but once unplugged, the handheld would die. New handheld was shipped to the site and the old handheld is on its way to the manufacturer for product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.